Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during and ercp (endoscopic retrograde cholangiopancreatography) in the common bile duct performed (B)(6), 2010 on a (B)(6) female patient. (Patient's date of birth and weigh are unknown). According to the complainant, during the procedure the balloon would not inflate. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The investigation results revealed a break in the catheter of the device in addition to the reported inflation difficulty. The catheter break is an MDR-reportable scenario.

Manufacturer narrative:
A DHR review was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaints database for lot 13226466 concluded there were no previous complaints reported for this lot. A visual analysis of the returned complaint device revealed there was no damage to the balloon portion of the device. Inflation was attempted and air was noted escaping from the catheter tip. The balloon was removed from the catheter and a severe break was noted under the balloon at the skive hole extending halfway around the diameter of the catheter. This caused an interlumen leak between the inflation and guidewire lumens. A kink in the catheter was also noted at the skive hole. It was confirmed that the break in the catheter had not penetrated the balloon material. The most probable root cause is operation context, this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g. Sharp exterior sources).